Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved for suture break? Three. Were the reported issues for suture-needle devices from same product code/lot#? Yes. When were both reported events noticed or when the event occurred?- pre-op (before use on patient - while in package?, during dispensing?) Intra-op (during use on patient- while suturing?, while tying knots?) ? Intra-op. Was procedure completed successfully? And how? Yes, with new suture. It is recorded a total qty 6 involved, was this noticed during same single procedure ? Or multiple procedures? Multiple procedures. If multiple please confirm the specific number of patient events /procedures - no information made available . Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number no. For each patient event please provide: event date, product code and lot number involved, procedure, event description, was there any patient consequences / adverse patient outcome? If yes, was there any medical or surgical intervention performed? Event dates unknown; tapp.; when closing peritoneum suture broke in the middle part; needle was blunt ; no patient consequences. Was procedure completed successfully? And how? See above.

Event description:
It was reported that a patient underwent a tapp procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.